Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of the unit did not alarm. The reported condition was confirmed. The root cause is due to a damaged chip of the buzzer circuit. A trend has been identified and a formal corrective and preventative action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 2017-12-21. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an issue occurred with an enteral feeding pump. Upon triage on (B)(6) 2017 the service tech found the unit to not alarm. No patient was involved.